Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history record was reviewed and no overflow can be confirmed with log because volume recorded is corresponding to flow rate v/s time elapsed. Only total manual bolus of 2.282 ml can be confirmed with log. "The reported device was received in brézins for investigation. Upon investigation, the external visual inspection revealed a faulty screen backlight, and the pusher arms did not return when the sensor was clicked. Flow rate tests were conducted on the pump at various heights. When the device and balance were at the same height, the cumulative flow rate error was compliant with the IFU specifications, and no syringe piston alarm occurred during five hours of infusion. However, when the device was positioned 60 cm above the balance, it was impossible to install a syringe and start an infusion. Therefore, if the device was positioned upper than the patient, it is possible that the syringe was not detected correctly. This could explain the repeated actions of removing and reinstalling the syringe. During the internal check, nothing unusual was noticed with the anti-siphon arms. However, after reassembly, the arms functioned correctly, indicating that they were not initially assembled correctly. For this complaint, no overflow was observed. However, the fault in the anti-siphon arm assembly and the position of the device caused the syringe to be detected incorrectly, leading the user to perform several manual boluses. For this complaint replacement of locking system, screen and controls of anti-siphon arms must be performed on this device. " this complaint is considered as valid. The trend is normal. The reported risk is lower. Compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump infused too much ml in this specific time sequence. The flowrate was selected with 6ml/h as can be seen in the event logs. Also the syringe was removed from the pump several times, which can also be seen in the log file. To clarify that the pump did infuse correctly the whole pump will be sent to brezin for further investigation. According to the position of the plunger of the ml remaining in the syringe it can be proven if there is a failure with the pump or not. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.